Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5143709/7071127. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, batch: 24107724.

Event description:
It was reported that the patients ipg pocket incision site opened and was bleeding making the ipg visible. The patient went to the emergency room and underwent a spinal cord stimulator (scs) system explant procedure. The patients wound was packed with vancomycin pellets and no complications were noted. No device malfunction was suspected. The explanted devices were not returned.